Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported through the compliance hotline that, "the patient received a stryker hip implant and claims it is defective."